Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage event of with an infusion set. Patient reported that leakage was occurred in the tubing. No further information was available.